Manufacturer narrative:
(B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-07608. It was reported that balloon rupture occurred. The target lesions were located in the left main trunk (lmt), left circumflex (lcx) and moderately calcified 1st diagonal (d1) and were 75%, 90% and 75% stenosed, respectively. The 24 x 3.50 promus premier¿ drug eluting stent was implanted in the lmt-lcx. Following this, intravascular ultrasound (ivus) was performed and revealed that the implanted stent was well apposed to the vessel wall. The physician then advanced a non bsc stent to treat the d1, however, the non bsc device came into contact with the previously placed promus premier¿ stent and the proximal part of the stent was deformed longitudinally. It was treated with post dilatation using an 8mm x 4.50mm nc quantum apex¿ balloon catheter, however, on unspecified inflation at nominal atmospheres the balloon ruptured. Dilatation was then performed using a non bsc balloon catheter and the procedure was completed with the placement of a non bsc stent to cover the deformed area of the promus premier¿ stent. No further patient complications were reported and the patient's status was good.